Manufacturer narrative:
The reported field event of atrial set screw anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during ventricular lead revision procedure, when the physician attempted to tighten down the atrial port setscrew, the screw would not tighten fully. The physician elected to implant a new device. The patient tolerated the procedure well. Patient will be followed normally.